Event description:
An apyx medical sales representative from our venezualan distributor reported on 29may2023 that they received a report from dr. (B)(6) indicating a patient experienced burns after a surgical procedure performed on (B)(6)2023 in which renuvion was also used as part of the overall surgical procedure. The surgeon who performed the procedure stated there was no device malfunction but that they believe renuvion may have caused or contributed to the patient's burns.

Manufacturer narrative:
There was no malfunction observed during the procedure. Because the device was discarded, it is not possible to determine what role, if any, an apyx medical product may have had in the patient experiencing burns. The investigation is on going and the apyx medical affairs department is working with the venezuelan distributor and the surgeon to try and determine the cause of the burns. As more information becomes available, a supplemental report will be filed as appropriate.